Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath was selected. During procedure the device was leaking gas. The air was seen in the sheath during pump back and the air was seen in the aspiration syringe. No air embolism occurred and no air was seen in the patient. The sheath was replaced and procedure completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.